Event description:
Customer reported an accurrence of a leads fall event where no audible alarm was generated and no flashing yellow border on the central monitor screen was observed. There was no reported pt injury. Investigation/conclusion: ge hlthcare's investigation into the reported occurrence is still ongoing.